Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with a box of infusion sets. The customer noticed insulin started to leak from the top of the infusion set where it was inserted. The customer woke up with a blood glucose level of 454 mg/dl. The customer's blood glucose level went up to around 474 mg/dl. The customer changed the site again and bolused with a new site but the same issue occurred. The customer had not treated for their high blood glucose level. Customer was thirsty and had to urinate a lot. The insulin pump and infusion sets were not returned.